Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the error "e103" occurred and the main lamp did not ignite. The problem, as reported to olympus, was identified during preparation for use. Upon restarting the device, the error was corrected. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) which documents an additional event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the e103 error was not reproduced. Error code b30 appeared due to the scope connector having poor contact. The socket has suffered moisture damage. It was estimated that the event occurred due to connector damage and board corrosion. Olympus will continue to monitor field performance for this device.